Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir was leaking past second o ring. The customer¿s blood glucose level was 250 mg/dl. The customer also reported air bubbles in the reservoir. The reservoir will not be returned for analysis.